Event description:
I have been forced to wear masks when entering facilities within (B)(6) due to (B)(6) mask mandate. I am a registered nurse and have experience with wearing n95 masks. It should be noted that there is a significant difference between wearing a medical mask for 10-15 minutes while in a patients room to being forced to wear a mask for hours upon hours. After being forced to wear a mask for one hour, I was left with a migraine that lasted for approximately four hours. This has occurred multiple times throughout 2020 and 2021. I believe that my migraines are a direct result of insufficient amounts of oxygen that is available to my cells. FDA safety report ID# (B)(4).